Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to infection. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent an endovascular repair of thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses (tgu373720j/13399664, tgu373715j/13254364). The patient tolerated the procedure. On (B)(6) 2016, a follow up simple computed tomography (CT) revealed the aneurysm enlargement. The enlargement growth was unknown. On (B)(6) 2016, a follow up contrast computed tomography (CT) revealed there was no endoleak. On (B)(6) 2016, the physician performed an artificial blood vessel replacement and found yellow fluid around the ctag. The patient tolerated the procedure. The yellow fluid was sent for culture. An infecting bacterium was not detected. The physician requested us to inform how many seroma leakage cases in worldwide was reported on aortic tag thoracic endoprosthesis (ver1.5) and aortic tag thoracic endoprosthesis (ctag).